Manufacturer narrative:
(B)(6).

Event description:
It was reported there was a battery fault. There was no patient involvement. The authorized service provider (asp) confirmed the reported problem that the battery has a fault. Asp reviewed the error log and did not find a diagnostic conclusive with battery failure; however, determined the battery should be replaced. The asp replaced the battery. Device tested and returned to full functionality. Based on information provided and/or service performed, the customer's alleged complaint was confirmed.